Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened buttons by the dome switch. No stuck buttons were noted. The following cosmetic damage was also noted on the device: cracked case at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the buttons on his keypad are becoming hard to press. The patient's blood glucose at the time of incident is unknown. The buttons are unresponsive when the customer attempts to give himself a bolus of insulin. The customer does not recall any significant events leading up to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.